Event description:
Related manufacturer reference number: 2017865-2021-29571. It was reported that the patient presented prior to scheduled generator change with elevated capture thresholds exhibited by both the right atrial (ra) and right ventricular (rv) leads. Also noted was poor sensing by exhibited the ra lead, and variable pacing impedance exhibited by the rv lead. Fluoroscopy revealed both leads were fractured due to clavicular crush. Both leads were capped and replace during the procedure on (B)(6) 2021. The patient was in stable condition.